Event description:
It was reported that prior to an unspecified treatment procedure, the sterility was compromised. When opening the package of the imager ii angiographic catheter the plastic portion tore down the middle compromising the sterility of the device. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patients' status is fine.

Event description:
It was reported that prior to an unspecified treatment procedure, the sterility was compromised. When opening the package of the imager ii angiographic catheter the plastic portion tore down the middle compromising the sterility of the device. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the device was received inside an opened product pouch. Both sides of the seal had been peeled open and one side of the film was torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Mfg site name: teleflex medical (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).